Manufacturer narrative:
We have received the device for evaluation and we have confirmed the reported incident. We found that the ink marking on the lumen of the common carotid balloon where it says pruitt has partially flaked off. Our sales rep. Was present in the case with the physician but he could not confirm if the marking had already flaked prior to the start of the procedure. However, they noticed the defect during the procedure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Although we are inconclusive about the root cause of this issue, it is possible that the lumen of this particular shunt was not properly prepared prior to printing, resulting in poor ink adhesion. There was no injury to the patient as the result of this incident.

Event description:
During endarterectomy procedure, surgeon noticed the ink markings from the lumen of the shunt had flaked off.